Event description:
It was reported that an oily liquid came out of the bd ultra-fine insulin syringe needle when dispelling the air in it before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that fm oily liquid came out from the tip of the needle. The patient reported to the hospital that when the air in the syringe was evacuated before use, an oily liquid came out of the needle tip. When the product was collected by the hospital, the air in the complaint product was released and no liquid came out."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an oily liquid came out of the bd ultra-fine¿ insulin syringe needle when dispelling the air in it before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that fm oily liquid came out from the tip of the needle. The patient reported to the hospital that when the air in the syringe was evacuated before use, an oily liquid came out of the needle tip. When the product was collected by the hospital, the air in the complaint product was released and no liquid came out."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 28aug2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.